Manufacturer narrative:
The patient's light adjustable lens (lal, sn (B)(6) was explanted due to a refractive surprise after implant and prior to any light treatments. The manifest refraction was reported as +2.00 -1.00 x064, and the best corrected visual acuity was 20/20. The lal was explanted on (B)(6) 2024 and was replaced by another lal (sn (B)(6). Based on the available information, the initial intraocular power choice was not a good fit for this eye. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6) was explanted due to refractive surprise and a new lal (sn (B)(6) implanted as a replacement. Rxsight's first awareness of this event was on (B)(6) 2024.